Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient underwent a right primary reverse shoulder arthroplasty. At approximately two-year follow-up, the patient presented with shoulder pain and reduced range of motion. The surgeon noted reported non-compliance with postoperative rehabilitation and a history of potential trauma while climbing in and out of a truck. During revision surgery, the glenoid component was found to be loose and dissociated from the glenoid bone and was easily removed. The humeral component remained well fixed and was retained. The polyethylene insert exhibited eccentric wear, and grey synovial tissue was observed and excised. Copious lavage was performed. New glenoid components were implanted with the addition of synthetic bone graft. A new humeral polyethylene insert was placed. The shoulder was reduced and found to be stable through range of motion.